Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the drawer did open when the user was trying to issue a medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5, 6, and 12 were initially not detected on the bus. A field service engineer opened the panel to access the affected drawers, and it was observed that the lights on the boards for these drawers were off. The station was shut down, and the interface boards were replaced with new ones. Upon powering the station back on, the lights on the boards illuminated, indicating restored functionality. The panel was replaced, and medbank support was contacted for further assistance. Dialed in remotely and successfully configured the drawers. The customer tested the drawers and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the drawer did open when the user was trying to issue a medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.